Event description:
It was reported that the loop recorder could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the loop recorder exhibited a telemetry anomaly due to an incorrect software upgrade.